Event description:
On 19 december 2024, senseonics was made aware of an incident where user went to emergency room because of the pain at the insertion site. The user didn't receive treatment at the hospital and wasn't prescribed medication but was referred to the surgeon who removed the sensor. The surgeon also did not prescribe any medication.

Manufacturer narrative:
The user went to emergency room because of the pain at the insertion site. The user didn't receive treatment at the hospital and wasn't prescribed medication, but was referred to the surgeon who removed the sensor.the surgeon also did not prescribe any medication. The user's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.as per the dms and user is not using the system since (B)(6)2024 when the sensor was removed.